Event description:
Boston scientific received information that this patient has been experiencing syncopal events. The right ventricular lead was seeing noise and potentially that noise was oversensed leading to pacing not being delivered when required. Later after another syncopal event, it was noted there was a greater than 5 second pause in pacing. As a result the rv lead was surgically abandoned. To date, no additional adverse patient effects have been reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.